Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that "the meter vibrates and that there's smoke coming out from the machine". There was no report of death, serious injury or mistreatment associated with this event.